Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tka in (B)(6) 2018. The patient was revised in (B)(6) 2021; reason unknown. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a, h6 MDR section codes updated/corrected: a, b, c, d, e the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.